Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a precaution the boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the c-arm didn't boot up. This resulted in a loss of system functionality. There is no report of death or serious injury.